Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Based on the information available, the reported issue was temporary and no longer occurred. Therefore, it can be ruled out that the device or its components were faulty. However, an external factor may have contributed to the displayed error.

Event description:
Livanova deutschland has received a report that the 3t heater cooler displayed error on patient site during set up. No flow. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. Customer complaint of error but could not get a number for the error code. Customer explained error did not come back but wanted to get a functional test done on machine to make sure everything is working fine. Performed functional check and verified functionality of 3t. Could not duplicate any error code. Customer requested an extra venting valve. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.